Manufacturer narrative:
This report was originally submitted via asr on report ID # (B)(4) in q1/2017 of the asr report submitted to the FDA on #e2011006, which was revoked on (B)(6) 2017. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. An initial asr report was filed on (B)(6) 2017 under FDA exemption number e2011006.

Event description:
Manufacturer report ID #2124215-2016-21665 corresponds to the initial asr report submitted for exemption #e2011006. Boston scientific received information that this product was part of a system revision due to infection. There were no additional adverse patient effects were reported. All available information indicates that the product remains in service. Boston scientific received information that this pacemaker was part of a system revision due to infection. Attempts were made to obtain additional information but the field representative was not able to provide. There were no additional adverse patient effects reported. All available information indicates that the product remains in service.